Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet shut down and would not power back on after a cartridge leak, and the user transitioned to backup therapy with an elevated blood glucose of 400 mg/dl. The device involved was an ilet with a leaking cartridge consistent with a leak/splash associated with the reservoir component. Symptoms included hyperglycemia, headache, and nausea. Outcomes included an unexpected medical intervention with medication required and a delay to therapy. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed leakage attributable to a seal issue localized to the reservoir. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.